Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly. Reportedly the customer had to "blow" on the usb port to get the pump to charge. The customer¿s blood glucose was 150 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.